Event description:
It was reported to philips that the device had a low battery. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Submitting follow-up report with corrected serial number and trending information. (Bg) .